Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. As the device has been implanted for 20 years, it is likely that the wear of the bushes is related to normal wear and tear of the device, however, this cannot be confirmed with the current available information. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 1992 and subsequently was revised in b)(6) 2012 as a rebushing was required. The patient was also reported to be experiencing some instability in his knee.

Manufacturer narrative:
The patient underwent a procedure to replace poly components in (B)(6) 2012, after the reported device had been implanted for 20 years. The procedure was successfully performed with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, performed at the discretion of the surgeon. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. Requests have been made for additional information, however, additional information was not available. Based on the information provided, the root cause could not be confirmed, however, the revision of the implant was most likely required due to wear associated with normal use over 20 years. There was no alleged failure of the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 1992 and subsequently was revised in (B)(6) 2012 as a rebushing was required. The patient was also reported to be experiencing some instability in his knee. This is a supplemental report to 3004105610-2014-00067 (B)(4).